Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. Evaluation summary: the condition of a colleague infusion pump with failure code 12:602:1825:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by software failure. The reported condition could not be reproduced; therefore, no repair was necessary. As a precaution, the user interface module/pumphead module communication harness was checked and found to be within specification. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure code 12:602, which was reported to have occurred during programming/set-up. Upon reviewing the pump's event history, baxter quality engineering confirmed this as failure code 12:602:1825:0000 and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.